Event description:
Patient had 20 gauge catheter placed for xray study. Pressure injector used to inject contrast media. Upon removal it was noted that the catheter had separated from the adapter requiring surgical intervention to remove the catheter.